Event description:
It was reported that the patient was admitted for further evaluation due to progression of anemia.

Manufacturer narrative:
Section e1: reporter email was not available. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was additionally reported that the anemia was identified as a ruptured ovarian cyst. There were no concerns for hemolysis or bleeding, and the patient was asymptomatic. The anemia was treated with a blood transfusion. The anemia was not considered to be device or therapy related, and the anemia resolved. The patient was under follow-up with gynecology and was discharged after two months.

Manufacturer narrative:
Section h6: health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on mlp-028843 with no further reported issues with their pump at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.